Event description:
During a patient survey, it was reported that this female patient expired. No further information was available related to the patient death. There is no allegation of a device malfunction or deficiency reported in association with the patient death. It is not documented that the patient was in active treatment at the time of death or that the patient was utilizing any fresenius product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: h6, h10 clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
During a patient survey, it was reported that this female patient expired. No further information was available related to the patient death. There is no allegation of a device malfunction or deficiency reported in association with the patient death. It is not documented that the patient was in active treatment at the time of death or that the patient was utilizing any fresenius product(s).